Event description:
Fibres (foreign body) observed as being attached to the iol after it was injected in to the eye through the injector. Fibres removed subsequently (some by forceps) and the remainder by irrigation and aspiration. The iol implant was then completed as normal.

Manufacturer narrative:
Examination of the lens batch records, confirmed normal manufacture and sterilisation. All lenses from the parent batch have been distributed and no further complaints have been received. No further action was taken. The reason why this report is reported late and not within the 30 day period is detailed in the cover letter dated (B)(6), which accompanied this report.(B)(4).